Manufacturer narrative:
The lot was manufactured september 28, 2016 - september 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow in two (2) large volume infusors. This was identified after filling the devices with an unspecified drug solution. There was no patient involvement. No additional information is available.